Manufacturer narrative:
This report was initially submitted following a review of a 2019 scientific publication entitled, "candida auris: clinical profile, diagnostic challenge, and susceptibility pattern - an experience from a tertiary care centre in south india" by ninan mm, et al. The publication noted one (1) misidentification of candida auris as candida haemulonii in association with the vitek® ms (ref 410895). Eleven (11) candida auris isolates were tested with the vitek® ms and one (1) isolate was misidentified as candida haemulonii. The other ten (10) isolates were identified as candida species. The identification of candida auris was confirmed with its/28srrna sequencing. Expected: candida auris. Actual: candida haemulonii. A biomérieux internal investigation has been completed with the following results: complaint trend analysis and device history record: no trend analysis was able to be done. Due to the lack of data, it was not possible to investigate and to find the cause of the issue. There is no CAPA, no non conformity on vitek ms linked with customer 's complaint. Since january 2016, five other similar complaints (candida haemulonii instead of candida auris with vitek ms kb v3.0) have been recorded, from different customers. During the study mentioned in this complaint, there was only one identification issue over the eleven samples of candida auris tested. Investigation: raw data was requested several times to investigate, from jan to apr 2020. A lot of raw data was provided on apr 2020 but it was not the correct data. Finally, on 24 apr 2020, local customer service was informed that they will be not able to retrieve the raw data corresponding to the identification issue. Consequently, no investigation could be done. Candida auris was not included in the vitek ms knowledge base v3.0. The following system limitation is mentioned in the vitek ms knowledge base user manual ref. 161150-556-b for vitek ms clinical use v3.0: "testing of species not found in the database may result in an unidentified result or a misidentification. Interpretation of results and use of the vitek ms system require a competent laboratorian who should judiciously make use of experience, specimen information, and other pertinent procedures before reporting the identification of test organisms. Additional information known to the user, such as gram stain reaction, colonial and cellular morphology, and growth aerobically or in co2 should be considered when accepting vitek ms results." For information, candida auris has been added in vitek ms kb v 3.2. Root cause analysis: unknown, it was not possible to investigate due to the lack of data.

Event description:
An internal complaint was initiated following a review of a 2019 scientific publication entitled, "candida auris: clinical profile, diagnostic challenge, and susceptibility pattern - an experience from a tertiary care centre in south india" by ninan mm, et al. The publication noted 1 misidentification of candida auris as candida haemulonii in association with the vitek® ms (ref 410895). 11 candida auris isolates were tested with the vitek® ms and one isolate was misidentified as candida haemulonii. The other ten isolates were identified as candida species. The identification of candida auris was confirmed with its/28srrna sequencing. Expected: candida auris. Actual: candida haemulonii. The authors performed a retrospective analysis of the clinical presentation of patients, treatment, and treatment outcomes, indicating that the misidentification associated with the vitek® ms documented in the publication did not impact patient treatment or outcome. The original method(s) used for identification during the patients' hospitalization and treatment were not disclosed. An internal biomérieux investigation will be initiated.